Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped receiving stimulation since approximately (B)(6) 2014. The sjm representative confirmed the external devices no longer communicated with the ipg and the ipg was depleted..follow up information identified the patient underwent surgiclal intervention to remove and replace the ipg.